Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported via mw5095858 that a female patient underwent a breast surgery with two unspecified mentor saline breast implants experienced postoperative capsular contracture (unknown side, unknown grade). Her surgeon removed the implant and performed capsulectomy. However, the patient reported that the surgeon implanted the same implant back in, and capsular contracture reoccurred weeks later. Reusing the same implant is against the instructions for use, and the device was used in an off-label manner. In addition, the patient suffered several unexplained systemic symptoms, including neck pain, shoulder pain, swollen lymph nodes in her armpits, headaches, ear pain, numbness in arm, numbness in shoulder, and struggle to remember. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. Since it is currently unknown which side the patient experienced capsular contracture, capsular contracture and off-label use are reported on this report, (B)(4). Since no contact information for the initial reporter was provided, mentor was unable to follow up for further clarification. This report is for one of the reported prostheses.